Event description:
It was reported to covidien on (B)(6) 2012, that a customer had an issue with a stretch bandage. The customer reports having an issue with the bandages whereby black particles are woven into the bandage. The customer further reports that she suffered an infection following the use of the bandages and sought medical attention. The customer stated that she was placed on IV antibiotics for 24 days and the bacteria name was pseudomonas.

Manufacturer narrative:
Submit date: 07/20/2012. An investigation is currently underway. Upon completion, the results will be forwarded. Mfg records, including the ethylene oxide sterilization process, have been reviewed and are in compliance with covidien and international standards, and successfully met all process requirements. Pseudomonas species are commonly found on the skin and in municipal or well water. This organism has no resistance to either steam sterilization or eo sterilization, and therefore could not survive our sterilization processes. So the likely mode of infection was from the pt's own skin or that of the healthcare provider, if she had assistance in applying the dressing. It could also have entered the wound if the pt was washing or showering, with water touching the dressing.